Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Reportedly customer reused syringe needle. Tandem technical support educated the customer on proper filling techniques. Customer's blood glucose level was 135 mg/dl. A syringe needle change was performed resolving the issue.